Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: doctor says had excess astigmatism. Patient is doing well with changed zxr00 lens. Also put in capsular ring to enhance centration. There was no incision enlargement, sutures or vitrectomy required. The following field was updated accordingly: date of event: (B)(6) 2019. Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date not provided, best estimate is between (B)(6) 2019 - (B)(6) 2019. If explanted; give date: unknown/not provided. It was indicated that the lens was scheduled to be explanted on (B)(6) 2019. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that since the patient was unhappy, the intraocular lens (iol), model zxt150 23.0 diopter was scheduled to be explanted from the patient's left eye (os) on (B)(6) 2019. No additional information was provided.